Event description:
It was reported that a spectrum pump's door will not latch. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door issue. Evaluation confirmed the reported symptom "door will not latch" by reproducing "door not fully latched" alarm while attempting to load a set. Evaluation found the door able to latch close with a loaded IV set, however force required to secure door is above expected levels corresponding with the reported symptom. The failed door hooks and latch pins were replaced to correct this condition.